Event description:
It was reported that when the device was used during a low anterior resection, that during the anastomosis stage, when the firing lever was pulled, it failed to fire. Another device fired successfully. There was no patient consequence.